Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro vh-3500 issue with the harvesting cannula interfering with the harvesting tips. Related to (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 shape and angle of the c ring interfered with the cutting jaws. New device used to finish the case. Short delay to open another kit. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: health effect ¿ clinical code corrected from "4580" to "4582" the device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the devices. There were no visual defects observed on the intact harvesting device. The cannula and c-ring were observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000379282 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported event due to onetrack (B)(4).

Event description:
N/a